Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation

Event description:
The following was reported to gore: on (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and stenting of the right renal artery (chimney). On (B)(6) 2016, the patient experienced a rupture of the abdominal aortic aneurysm. Reportedly the reason for the rupture might be a type ia endoleak since migration of the trunk was visible. The endoleak was treated with the implantation of an additional aortic extender endoprosthesis. The physician assumes that the reason for the migration is related to disease progression. The outcome was good and the patient was discharged from the hospital two weeks later. The patient tolerated the procedure.